Event description:
Malfunction penile prosthesis, coloplast, inflatable 3 piece. Pt elected to proceed with surgical correction and replacement. Name, strength, manufacturer:penile prosthesis inflatable, coloplast,. Dose or amount: not applicable. Date of use: date of implant: 2008. Diagnosis or reason for use: erectile dystunction.